Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex stent delivery system (sds) with stent and a veriflex shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was blood on the outside of the distal tip. The balloon was tightly folded with the stent secured on the balloon. There were struts in the mid-section and distal portions of the stent that were bent, flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage was noted. A 4.50mm x 16mm veriflex stent was selected however during unpacking, the physician noticed that the stent struts looked bent. No patient complications were reported and the patient's condition was fine.

Event description:
It was reported that stent damage was noted. A 4.50mm x 16mm veriflex stent was selected however during unpacking, the physician noticed that the stent struts looked bent. No patient complications were reported and the patient¿s condition was fine.